Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they received a new battery on july 1st and the device was not working. Patient said that the battery and the lead in the device would not communicate. Patient didn't want to use their external devices and will go over the issue next monday when they'll see their hcp. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they were implanted with a new battery on july 1st. The patient stated that the battery and the lead in the existing device would not communicate so their doctor sewed them back up. The patient said that nothing had changed except that they had a big suture in their rear. The patient was redirected to their healthcare provider to further address the issue.